Event description:
The line was placed in 2007 in the left upper arm, basilic vein. The placement was completed in the first attempt but the line was then pulled back about 2 cm because it was in the right atrium. Dvt was confirmed at that time and the line was removed and discarded. A second groshong catheter was placed on the right side with no complications.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.